Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. For the first firing for the duodenum resection, connected the reload to the adapter and checked the jaws opening and closing with no problem. Before the surgeon inserted the device into the trocar, pushed the silver rotation toggle, however, the device did not react at all. The surgeon could not open, close, or articulate the jaws. Re-inserted the battery and replaced the cartridge. The firing was completed with no problem. After removing the device from the tissue, pushed the blue button and the silver button at the same time and tried to return the jaws to the straight position, however, the device did not react at all and the jaws remained closed. The status indicators were illuminated blue. Re-inserted the battery, could remove the cartridge from the adapter. Replaced by a manual stapling handle and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 22 autoclave cycles for the handle. Pmv representative adapter and sulu were connected to the subject handle and applied to test media. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of improper cleaning that has no relationship to the reported incident. A secondary condition of improper cleaning was found. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.